Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID :977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient fell one month ago and since then their stimulation had not helped their lower back pain. The device was interrogated and impedances were tested. All of which were within normal limits. Reprogramming was attempted but they could not get stimulation to go any higher than the patient¿s hips on both sides. X-rays were taken which showed nominal lead migration that was not significant enough in their health care professional (hcp)¿s opinion to be causative. The issue was not yet resolved. The hcp did not feel stimulation will help this new, higher pain in the patient¿s back as it may have a different etiology unrelated to why the device was initially implanted. There were no interventions planned with the stimulation system. Patient weight was asked but would not be made available. Medical history included chronic pain. The patient was alive with no injury. No further information was available at the time of the report. No further complications were reported.